Event description:
Describe event, problem, or product use error: n/a. Manufacturing issue, loss of product. Product details: manufacturer code: vse3010xd? 300 ml 6-segment pooling bag, 20/cs on two occasions it was discovered that the 6 way tubing harness was missing while trying to attach cryoprecipitate (cryo) singles. Patient: 4582. Device: 2306. Reference: mw5190351. This report captures: e1: macopharma USA 300 ml storage container tubing harness.